Event description:
It was reported that the patient had and existing wound healing disorder at the anterolateral thoracotomy wound upon admission on (B)(6) 2018. The wound was unsuccessfully treated with antibiotics. A positron emission tomography ¿ computed tomography (per-CT) and a one-time debridement and irrigation was performed on (B)(6) 2018. The wound discharging secretions changed from initially purulent to bloody tinged serous. The possibility of hu listing for a heart transplantation was discussed. The wound will most likely not heal. It was reported that a left ventricular assist device (lvad) exchange or a heart transplantation could solve the problem. The patient was discharged on (B)(6) 2018 with antibiotic therapy to home. The wound was open approximately 1.5 centimeters and had a wound dressing and an easy flow drainage set inserted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), until they returned for treatment of their wound healing disorder on (B)(6) 2018 (MFR# 2916596-2022-01727) and (B)(6) 2018 (MFR# 2916596-2020-04359). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24nov2015. Heartmate 3 lvas instructions for use (IFU) and patient handbook is currently available. This IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.